Event description:
It was reported that during a lap colon resection procedure the device was difficult to open. Another endo cutter was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Damaged release button. H3. One device was returned with the handle shrouds opened, in the opened position and with no cartridge loaded. In addition, a cartridge was returned and it was noted to be partially fired and with the one-piece sled broken due to an improper loading technique. No functional test could be performed as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the release button was broken at the contact point with the closing trigger; no other anomalies were noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.